Manufacturer narrative:
This report is submitted on august 25, 2023.

Event description:
Per the clinic, the patient experienced skin infection at the abutment site and subsequently, was treated with IV antibiotics (specific date and duration not reported).